Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d1,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. Customer reported they were unable to get the iab to pass through the introducer sheath. Customer believe the proper steps were followed to prep the iab for insertion. When it would not pass through our 8 french sheath they replaced sheaths with another suppliers 9 french sheath.the iab would still not pass through the introducer sheath so replaced our iab with another manufactures iab and proceeded with the procedure. Getinge fse met with dr. (B)(6) and some of the cath lab staff. They have been educated multiple times on the proper steps for preparing the iab for insertion and they are confident those steps are being followed. Dr. Atiemo states he has been inserting iab for nearly 20 years and over the last year he has found sensation plus more of a challenge to get through the sheath. He believes iab is much more difficult to advance through the sheath than a competitive product. He is requesting a follow up as to whether other facilities in the country are having this same issue. Please note that this hospital is at over 7000 feet of elevation in case that could play a role.

Event description:
It was reported by the customer that during use the sensation plus 50cc intra aortic balloon (iab) was unable to get through the introducer sheath. No harm or injury to the patient was reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).